Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated "alarm leak in iab circuit" and the pump stopped. The customer tried to restart the pump but "maintenance required code #3 (balloon transducer offset failure) was generated." The customer switched off and on, then "electrical test fails code #53 (shuttle transducer offset failure) was generated." The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative observed that the offset value of the shuttle transducer was 86. The company representative concluded that there was a defect in the shuttle transducer and therefore, he replaced the shuttle transducer (part number 0682-00-0076-01). The iabp was tested to factory specifications. It functioned normally and was returned to the customer. Ref: (B)(4).